Manufacturer narrative:
No event date was given, therefore an approximate date of (B)(6) 2019 was used as the event date. The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 17, 2019 that an accumax laser fiber was used in a ureteroscopy & stent placement procedure performed on an unknown date. Reportedly, the laser unit used was a lumenis pulse 100 laser console. According to the complainant, after completing the procedure, the laser fiber was noted to be hot upon removal from the laser unit. Reportedly, there was no burn injury to the nurse. The "procedue" was completed with the same used device. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.